Manufacturer narrative:
X-rays reviewed by manufacturer, no anomalies identified.

Event description:
It was reported by the physician to the MFR that a vns pt's generator had migrated under the armpit and was becoming uncomfortable for the pt. Diagnostics performed revealed that the device is functioning within normal limits. Follow-up with the implanting surgeon revealed that it is normal practice to use non-absorbable sutures when securing the generator to the fascia. No anomalies were noted in the x-ray review performed by the MFR. Further follow-up with the treating physician did not reveal a believed cause for the event. Surgery is planned to have the generator and lead replaced.